Event description:
It was reported that the pt underwent fusion surgery (l5-s1). The pt was seen for follow up in 2009. The pt complained of increased lower back pain. X-rays showed the set screw (mas) was off at l5. The device was explanted.

Manufacturer narrative:
No product was returned for evaluation. X-rays were not provided for review.